Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). This complaint will be close/cancelled, as it is at duplicate. All future information will be handled in (B)(4) (manufacturer ref# 3002808486-2021-01835). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: successful case and outcome. Patient returned a week later with infected aorta. He was questioned to have infection before the case, but unconfirmed. Patient outcome: the patient is scheduled for an endograft explant of the device on the (B)(6) 2021. The patient had an enlarged aneurism, high white count.